Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was having problems priming, needed the battery changed more often, and was not alarming no delivery. The customer is now using a newer model insulin pump. Nothing further was reported.